Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted, which prevented the device from powering on; however, the cause of the hlc battery depletion could not be determined.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.